Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The dye study was done on (B)(6) 2014. It appeared that the catheter was not seen beyond the exit of the pump. There was no catheter entering the intrathecal space. They accessed the side port, tried to aspirate, and there was no csf (cerebrospinal fluid). Then they "were able to inject isovue 200 mg and then 300 mg per ml dye into the sideport". The catheter became more visible, but there was no catheter in the intrathecal space. After the dye study on (B)(6) 2014 and before his clinic visit on (B)(6) 2014, the patient was admitted to the hospital for a significant increase in pain. The patient also reported that he had a significant elevation in blood pressure; the physician noted "addition of clonidine appears not to have made a difference to his blood pressure in the intrathecal pump". The patient was at the clinic for a pump refill. The present combination of medications had not been working well for the patient. The pump was delivering hydromorphone, bupivacaine, and clonidine. On (B)(6) 2015, the catheter was revised and the pump was repositioned. On (B)(6) 2015, the wound was well healed and the pump was programmed to a slightly higher dose as the patient was continuing to have a significant amount of pain.

Event description:
In (B)(6) 2013, the pump dose was increased and it was not helping his pain. The patient tried a sublingual form of fentanyl and it stopped his pain immediately, but the medication was not covered by insurance. He also used fentanyl 1600 mcg lollipops. In (B)(6) 2013, the patient was in pain. He started seeing another physician and the pump was being increased, but not helping his pain. A dye study was done. The catheter was ¿crushed, coiled, and spraying dilaudid into the subcutaneous tissue.¿ the patient had surgery on (B)(6) 2014 to correct the issue. The patient was discharged the same night from the hospital. The patient was getting dilaudid at 5mg/day from the pump.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4).